Event description:
The customer reported the provider was unable to intubate the patient using the device due to the patient's tongue obscuring the fiber optic light bundle. This is the opinion of the user that this is a safety concern. The patient was intubated using a different device. There was no patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. A CAPA has been initiated for further r & d investigation regarding this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the provider was unable to intubate the patient using the device due to the patient's tongue obscuring the fiber optic light bundle. This is the opinion of the user that this is a safety concern. The patient was intubated using a different device. There was no patient harm reported.